Manufacturer narrative:
Upon disassembly of the device, a broken blade mount assembly and front housing was noted. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
It was reported that a stryker micro sagittal saw registered an over the temperature reading on the console during testing. The event occurred during a routine maintenance service. The device itself did not get hot in the hand. No adverse event was associated with the device.